Manufacturer narrative:
H3: product analysis stated visually, there was no significant damage to the packaging carton. The packaging carton contained inserts and a size 7 emg tube. There was no damage noted in the construction of the tube. There were no traces of contamination, and the wire harness was wrapped in a tape paper when returned. The continuity check was performed and electrically, the resistance of each lead shall be between 1.7 ohms and 3.7 ohms and actual measurements were, red (3.5 ohms), red with clear tube (3.5 ohms), blue (3.7 ohms), and blue with clear tube (3.4 ohms), all within specification. Functionally, a syringe was used to inject 20cc of air into the cuff and cuff inflated/deflated with no issues (cuff was kept inflated for 30 seconds and then deflated). Additionally, the cuff and inflation including the pilot balloon were submerged under the water for leak test, and there was no leakage found. For further an alysis the device was connected to nim system for electrode check and functional test. The electrode check failed as soon as device was connected to the nim. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. H6: codes updated. Previously applied codes fdm b17, fdr c20 <(>&<)> fdc d14 codes are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during procedure in emg tube the airway pressure suddenly increased and the operation could not be performed normally. The endotracheal tube could only be removed and replaced with a normal tracheal tube to continue the operation. There was no patient involvement.